Manufacturer narrative:
(B)(4). MDR ref #:3004824670-2010-00003 (tritis bio absorbable acl tibial fixation system).

Event description:
Procedure: knee. According to the reporter: during the reconstructive surgery, the guide pin that was being inserted broke and the patient had to undergo a second surgery to remove metal shavings. However, a 9 inch piece of the broken pin currently remains in her femur.